Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The scavenging needle valve was cleaned, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was able to deliver sustained high pressure. There was no report of patient involvement.